Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was also reported that the patient suffered an air embolism requiring medical intervention. It was reported that there was blood leakage in the hemostatic valve. The inner sheath could not be advanced in the outer sheath due to the impediment. A second catheter was used to complete the operation. There was no adverse event reported on patient. Additional information was received on 28-dec-2021. There was no physical damage on the valve/hub. The reporter could not be more specific on what section broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. A little air entered the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 10ml-30ml. Medical intervention was required to stop the bleeding. Since the event (air embolism) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The hemostatic valve separation was assessed as MDR reportable product malfunction. There is potential for significant bleeding or air embolism that might require additional intervention to prevent serious injury or death. The obstructed sheath was assessed as not MDR reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was also reported that the patient suffered an air embolism requiring medical intervention. It was reported that there was blood leakage in the hemostatic valve. The inner sheath could not be advanced in the outer sheath due to the impediment. A second catheter was used to complete the operation. There was no adverse event reported on patient. Additional information was received on 28-dec-2021. There was no physical damage on the valve/hub. The reporter could not be more specific on what section broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. A little air entered the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 10ml-30ml. Medical intervention was required to stop the bleeding. Since the event (air embolism) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The hemostatic valve separation was assessed as MDR reportable product malfunction. There is potential for significant bleeding or air embolism that might require additional intervention to prevent serious injury or death. The obstructed sheath was assessed as not MDR reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4) during an internal review on 01-mar-2022, it was noted that a more appropriate product experience code is available. Therefore, the code of ¿material separation¿ has been changed to ¿fluid leak (a050401)¿. The h 6. Medical device problem code has been updated.

Manufacturer narrative:
The device evaluation was completed on 02-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was also reported that the patient suffered an air embolism requiring medical intervention. It was reported that there was blood leakage in the hemostatic valve. The inner sheath could not be advanced in the outer sheath due to the impediment. A second catheter was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and tests evaluation of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was pushed, stuck, and damaged during the procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Carto 3 system, electrical, and deflection tests were performed, and no malfunctions were detected during the product analysis; however, the irrigation and backpressure tests were not performed due to the damage to the hemostatic valve. Microscopic examination in the hemostatic valve surface showed evidence of stress marks on the outer diameter. On another hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record (DHR) was performed for the finished device 00001599 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h 4. Device manufacture date was updated. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ the root cause of the adverse event remains unknown. The instructions for use contain the following warning: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air embolism. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. From the side port only, aspirate all air prior to fluid infusion. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).